Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. A capital equipment ilab ultrasound imaging system was selected for use. During preparation prior to a procedure, the device displayed an error code 1108. The device was restarted several times but remained unusable. The procedure was not completed due to this event. No patient complications were reported.